Manufacturer narrative:
The device was not returned to stryker for evaluation. A replacement lid and battery were sent to the customer under warranty. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product analysis center (pac) and the pac technician could not confirm the reported issue. The lid was returned with the lid magnet in place. No device failure. The lid was archived by stryker.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.